Event description:
It was reported that during routine follow up appointment, this pacemaker was found to be depleting faster than expected. The longevity remaining during most recent follow-up was reported to be less than three months, yet three years ago, it was reported the device had approximately seven years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. The patient has been scheduled for a device changeout procedure. Additional information was received that this device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during routine follow up appointment, this pacemaker was found to be depleting faster than expected. The longevity remaining during most recent follow-up was reported to be less than three months, yet three years ago, it was reported the device had approximately seven years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. The patient has been scheduled for a device changeout procedure. At this time, the device remains in service.